Event description:
It was reported that the patient experienced fluid leak with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which no hole was located in the system. The patient was reported to be healing normally. No more information available at the moment. Should additional information become available, it will be provided.